Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, serial# unknown, implanted: (B)(6) 2017, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the trial patient reported that before they felt the stimulation as a ¿fluttering more to the front¿ and now felt it as a ¿pressure towards the front and more of the butterfly feeling towards the back of her right butt cheek¿. They inquired if the wire moved slightly (and if that was normal) where would they feel the stimulation. There were no falls reported. The patient stated that they were just walking around yesterday, laid on the couch, and went to bed. They further stated they did not know if it moved because ¿she tends to move around when sleeping¿. The patient urinated this morning and again a little bit ago. It was confirmed that the trial was put in to help them urinate because they were not able to urinate before and was catheterizing. The patient was going to follow up with their healthcare professional (hcp) to check the wire to make sure it¿s in place. There were no further complications reported or anticipated.